Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition and will continue to be monitored.